Manufacturer narrative:
Through follow-up the patient's gender was provided. Therefore, the patient's gender field has now been updated accordingly. The date of event was previously reported with the best estimate date. The date of event was provided through follow up and the field has been updated accordingly. It was also reported there was no incision enlargement required. The lens was replaced with another model. The patient is doing well and in good condition. No additional information was provided. Patient ex/gender: female. Date of event: (B)(6) 2019. Device available for evaluation? Yes. Returned to manufacturer on: 10/23/19. Device returned to manufacturer: yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is between (B)(6) 2019 - (B)(6) 2019. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted as there was a wrong lens power. No additional information was provided.